Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the sponges are linting.

Manufacturer narrative:
The type of gauze is not used in a surgical setting and therefore poses no risk to the patient for the reported condition. If information is provided in the future, a supplemental report will be issued.